Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The microcatheter was returned for evaluation. The distal portion of the tip of the returned microcatheter was torn off. Scratches made by something edgy and hard were observed on the tip surface near the broken end. Circumferential cracks caused by tensile stress were also observed proximal to the broken end and the end of underlying braid tube was exposed. These findings suggested that the tip was torn off by tensile stress and the separated tip was approximately 2mm in length. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress had contributed to the reported tip separation. The applied stress could exceed the product's design limit when the tip was being trapped by the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely tortuous, severely calcified 90-99% occlusion in #7 of the left anterior descending artery (lad). An asahi microcatheter was delivered over an asahi guide wire after successful wire crossing; however, the microcatheter would not cross. Several other small balloons and ivus catheter would not cross the lesion. The microcatheter was again delivered to replace the guide wire with a stiffer wire. The microcatheter was advanced as further as possible in calcification and wire exchanged was done. The tip of the microcatheter that was trapped in the lesion became separated upon removal. Because the lesion was trifurcated, the physician determined to terminate the procedure and left the separated tip in situ. Coronary artery bypass grafting was then performed to treat the lad. There were no adverse patient effects after the surgery.